Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm bgnd test error was evidenced in the event history log (ehl). The error message was not reproduced during testing however. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited the following system failure: primary audible alarm bgnd test. No patient injury or complications were reported in relation to this event.